Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one (1) set had blood splatter when the device was activated. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. Evaluation of the photos indicates that the wing set pack is unused and unopened. Additionally, 10 retained samples were taken and used for functional tests to draw six tubes, with no leakage occurring. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one (1) set had blood splatter when the device was activated. No adverse impact was reported regarding the patient or user.